Manufacturer narrative:
Tracking #.50686. D5,6; h4: info not available. Based on the visual testing examination the instrument functioned as intended. The reported incident could not be repeated and no conclusion could be reached as to how the reported event occurred.

Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported the trocar would not arm when the orange button was depressed. Several attempts were made. A new 511sd was opened and used without incident. There was no consequence to the pt.